Event description:
The tech alleged that the bed had no hydraulic functions and the head of the bed was flat. No pt impact.

Manufacturer narrative:
The tech found the hydraulic reservoir did not have enough hydraulic fluid for hydraulic functions to operate. The tech replaced the hydraulic reservoir to resolve the issue.